Manufacturer narrative:
Philips has investigated this complaint. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The fse replaced the flexvision pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the allura system did not boot up successfully. The system was not in clinical use. No harm was reported. A philips field service engineer (fse) inspected the device onsite and reviewed the system log files and identified an issue with the grabber cards. The frame grabber captures the video from the allura system. The fse replaced the flexvision pc and the hard disk. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order.